Event description:
It was reported by the sales rep that while cutting the distal femur in a total knee replacement procedure the distal knob/button that holds the blade on the mount of the saw head sheared off. Then the blade flew off the handpiece. The pt did not require any additional treatment. There were no reports of any adverse pt or user event associated with this malfunction.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the eval, the technician noted the rod was broken at the threads. The handpiece was repaired and returned to the customer.